Event description:
It was reported that during a lap cholecystectomy, the surgeon was unable to release the handle on the retriever in order to remove the specimen. The surgeon had to pull out the trocar with the open pouch inside the trocar to remove the galibladder. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.